Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive troubleshooting which included stressing both the ECG via leads and pads, as well as analyzing and discharging without duplicating the reported malfunction. A poor signal, or lack of signal can be caused by multiple factors outside of a device malfunction, including, but not limited to: patient condition, patient 'down time', electrode application, patient prep, etc. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the device activity logs did not show any faults that could be associated with customer report of unable to discharge.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.